Event description:
The customer reported that the system booted, then locked up multiple times, resulting in a loss of navigation functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative contacted the customer and assisted them over the phone. The system was evaluated and the pt database was rebuilt. The system operates as intended.